Event description:
The gastroenterologist reported a malfunction of a boston scientific wallstent. The doctor inserted the stent, and after deployment of the stent, the guiding catheter tip became impaled on the proximal end of the stent. The guiding tip would not move forward or backward. The doctor had to break the guiding catheter and use a rat tooth forceps to remove the stent with the guiding catheter attached.